Manufacturer narrative:
The customer reported event of autopulse platform system ((B)(4)) displayed ua02 (compression tracking error) and then moved to ua07 (discrepancy between load 1 and load 2 too large) error messages was confirmed during functional test and per archive data review. The most probable root cause is due to load cells damage, both load cells were replaced to correct this issue. During visual inspection, there were no physical damage observed in the autopulse platform. Functional test could not be performed due to autopulse platform displayed ua02 and then ua07 (discrepancy between load 1 and load 2 too large) error messages upon powering up the device. Per review of the archive data, a couple of ua02 (compression tracking error) failures and multiple ua07 (load imbalance between left and right sides of the load plate) failures were found on (B)(6) 2019, rather than the reported event date of (B)(6) 2019, thus confirming the reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that during patient care, the autopulse platform system ((B)(4)) displayed ua02 (compression tracking error) and then moved to ua07 (discrepancy between load 1 and load 2 too large) error messages. Customer checked the lifeband and position of the patient, but the errors messages still appearing. Customer reverted to manual cardiopulmonary resuscitation (CPR). Customer checked the autopulse platform system back at the station, but same errors messages were not clearing. No consequences or impact to patient.